Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaked from the site. The patient also reported that the infusion set failed because the site and the tape was wet. The infusion set was in use for 2 days. No further information available.